Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. Pump received with normal operating currents and passed all functional testing including the self test, error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
A customer returned their insulin pump for unknown reasons. The customer's blood glucose level was unknown. The customer never troubleshot an issue with their insulin pump.